Manufacturer narrative:
The livanova service representative was contacted to retrieve cockpit logs for further investigation. Analysis of the logs confirmed that error codes 155 and 2551 were displayed within a few seconds. Error 155 indicates that the venous clamp cover was not properly closed, while error 2551 indicates a defective venous clamp motor. The specific pattern has been reproduced and confirmed to be related to an anomaly that occurs when the clamp cover is opened or not closed properly during calibration startup. In conclusion, the clamp functionality is not impacted and there is no hardware defect of the clamp. Since the issue can occur only during venous clamp calibration (it can occur only prior to initiate the procedure) and it is not related to any clamp malfunction, the issue has unlikely possibility to cause any patient injury and thus the event has reassessed not reportable. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz venous clamp. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that essenz hlm displayed eps vc alarm on the cockpit during a procedure. The hlm has been turned off and on again, the message disappeared. There is no report of any patient injury.